Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for label lift with the incident lot was observed. Further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: a CAPA has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. CAPA (B)(4).

Event description:
It was reported that labeling error occurred with a bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tube. The following information was provided by the initial reporter, "it was reported that the labels are coming off the tubes. I just received a phone call regarding their most recent lots of vacutainers. They are experiencing the labels coming off the tubes. Here are the various catalog and lot numbers for the vacutainers: (B)(6). In addition there are two other types of tubes that have the labels coming off also. She did not provide the catalog numbers but did provide the lot numbers. Clear top tube with red cap used as a discard tube: 9074915. Red top tube: 909373." This is 1 of 8 complaints, this MDR captures lot# 9065836. Information for the other lot#s can be found respectively in the other 7 complaints.